Event description:
The physician attempted an arteriotomy closure with perclose proglide device after an uneventful diagnostic catheterization. Hemostasis was acheived without issues. Fluorosocpy was performed prior to the procedure, but the results are unk. Minimal resistance was felt when advancing the device. The pt presented to the emergency dept 24 hours after the catheterization with diminished pulses, coldness and pain in the right leg. A doppler of the right leg confirmed that the pulse was diminished below the iliac artery and highly diminished in the foot. The pt was taken to the operating room where an arterial opening revealed evidence of arterial discoloration suspicious for dissection. As suspected, there was a dissection with "elevation of a flap that stopped at the larger of the two profunda femoris arteries." Dense, calcified plaque and a large amount of "fresh thrombus" were noted with the common femoral artery. A thrombectomy was performed using a 6 french fogarty catheter. After surgery, the pt's right foot was reported to be warm and pink. On an unspecified date, the pt was discharged to home. Although requested, no additional info was provided.